Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if add'l info becomes available. High thresholds is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2014, the customer reported that this right atrial (ra) lead exhibited high pacing threshold (no measurements provided to customer) and functional undersensing. Ra lead was surgically abandoned. No adverse pt effects were reported. The lead was actively implanted for approx 9 years, 10 months.